Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "15 days ago." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc freestyle libre reader would not turn on by button or by test strips. As a result of the customer not being able to monitor their blood glucose they experienced hypoglycemic symptoms described as low energy and were unable to treat themselves. The customer was provided sugar by a non- hcp for treatment. There was no report of death or permanent injury associated with this event.